Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (B)(4) alleging that her mother¿s onetouch ultra meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the alleged product issue first started at an unspecified date and time when her mother obtained the alleged inaccurately high result of ¿33.3 mmol/l¿ with the subject meter, compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication (glucophage, amaryl and onglyza), diet and/ or exercise. The reporter did not provide specific information on the doses the patient takes. The reporter stated that, in response to the alleged product issue, the patient took an increased dose of medication. The reporter was unable to provide any more specific information on this increased dose of medication. The reporter claimed that at an unspecified time after the start of the alleged product issue her mother began to develop the symptoms of ¿weakness and giddiness¿. It was reported that, in response to these alleged symptoms, the patient attended the hospital and received the unspecific healthcare practitioner (hcp) treatment of ¿hospitalisation¿. The reporter stated that while the patient was at the hospital, her blood glucose was tested again on the subject meter which provided a result of ¿25 mmol/l¿ as well as being tested on the hospital laboratory device which provided a result of ¿15 mmol/l¿. The reporter was unable to comment on the time that either of these results were obtained. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. Replacement products were not sent to the patient as she refused. This complaint is being reported because, although the patient did not develop signs or symptoms suggestive of a serious injury adverse event, she did receive hcp intervention for an acute blood glucose excursion after taking an increased dose of medication due to an alleged inaccurately high result obtained with the subject meter.